Event description:
It was reported that a smiths medical hotline tubing observed with kinks. It was noted these are kinked within the packaging. At least one instance was while in use with a patient. The fluid would not run because of it.

Manufacturer narrative:
Additional information- the reporter provided device photographs for evaluation. The device photographs were examined by investigators and the photographs were too unclear to allow for cause to be identified. The reported issue could not be confirmed via the photographs provided. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This device type is 100% functionally tested to identify leaks or occlusions.

Event description:
Additional event information- reporter stated the tubing was blocked and fluid would not run. Device was not used with patient.